Event description:
It was reported the bd intima-ii 20gax1.16in prn slm npvc leakage on (B)(6) 2024, when the patient was undergoing CT enhancement, the nurse used a test injection speed of 5ml per second. During the injection process, the rubber stopper in the indwelling needle flew out, causing the examination to be interrupted, requiring re-puncture, and finally completing the enhanced examination.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A complaint history record(chr) review could not be performed as no batch/lot number was made available for this reported event. A device history review was unable to be performed since no lot/batch number was provided. A retain sample analysis review could not be performed as no batch/lot number was made available for this reported event¿. A review of the applicable risk documentation indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional informaiton provided.